Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was unable to recover, delaying medication access. A field service engineer tested the pyxis fridge and found the bin 1 lit up and was not closed,checked for obstructions and exercised the drawer, and it recovered properly. The field service engineer then rebooted the fridge and the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was unable to recover. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient, the resulting delay in dispensing medication. There were no adverse events or injuries reported based on this event.